Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during peritoneal dialysis (pd) therapy. It was reported that during troubleshooting for an unrelated alarm, the patient only changed out the bags in the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who performed a partial swap of supplies when restarting therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.